Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) and left circumflex (lcx) artery. A 15mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the physician inserted the device into the mid left anterior descending (lad) artery. Difficulty was encountered advancing the balloon and it was realized that the proximal shaft of the balloon had broken into two parts. The device was pulled back from the patient, and the procedure was completed using another wolverine device. There were no patient complications, and the patient is expected to fully recover.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.